Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide an update to section a6 and to provide the completed investigation results. The actual device has not been returned; therefore, an evaluation of the actual device was unable to be conducted. When the device is returned the complaint will be reopened. The complaint was unable to be confirmed. An exact root cause for the issue was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Manufacturer narrative:
A1: patient identifier: requested, not provided. A2: age & date of birth: requested, not provided. A4: weight: requested, not provided. A5: ethnicity: requested, not provided. A6: race: requested, not provided. D6a: implanted date: device was not implanted. D6b: explanted date: device was not explanted. E3: occupation: ir lab manager. The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the suture malfunctioned in hybrid on the angio-seal device involved. It was unknown if it was user error. Additional information was received on 10 apr 2023: during normal deployment when the device was retracted, the suture was not present. The procedure performed was a left heart catheterization using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. There were no issues with insertion, deployment, or withdrawal of the device. The procedure was completed successfully by manual compression. The blood loss was less than 250cc's. The patient was in stable condition. There was no other equipment used with the angio-seal involved.